Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed the compressor/transducer test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Follow-up communication with the customer confirmed that the device did not fail the compressor/transducer test. They had mistook the device indicators. The device was recertified and returned to the customer. No trend is associated with reports of this type.